Manufacturer narrative:
H6: investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lot 2010096 , while no deviations or non-conformances were identified during the manufacturing process, a daily incident report was opened for a failure with the barrel feeding into in the assembly machine which resulted in the barrels jamming. Once detected, the mechanical team repaired the failure. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on our investigation it was determined the reported cracks on the syringe barrel is likely related to the failure that occurred during manufacturing, the impacted product not being properly discarded. H3 other text : see h10.

Event description:
It was reported that 3 bd plastipak¿ concentric luer lock syringes leaked from cracks in the side. The following information was provided by the initial reporter: "the customer hospital pharmacy informs that while preparing cytostat into a 50 ml syringe, the syringe started leaking. The site of leakage was a longitudinal crack that was noted on the side of the syringe. This incident has happened three times over a short period of time from the same batch. The personnel wear protective gear while preparing the cytostats, so no bodily exposure was reported."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd plastipak¿ concentric luer lock syringes leaked from cracks in the side. The following information was provided by the initial reporter: "the customer hospital pharmacy informs that while preparing cytostat into a 50 ml syringe, the syringe started leaking. The site of leakage was a longitudinal crack that was noted on the side of the syringe. This incident has happened three times over a short period of time from the same batch. The personnel wear protective gear while preparing the cytostats, so no bodily exposure was reported."